Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: how to perform effective cryoballoon ablation of the left atrial roof: considerations after experiencing more than 1000 cases. The journal of cardiovascular electrophysiology (jce). 2023; 34:2484¿2492. Doi: 10.1111/jce.16082 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding cryoballoon ablation. The authors described patients who experienced vascular complications, cardiac tamponade, phrenic nerve injury, and symptomatic gastrointestinal complications. The status of the catheters and sheaths is unknown. No additional adverse patient effects were reported.